Manufacturer narrative:
The analyzer's serial number is (B)(6). The sample is not available to be returned for investigation as it has been discarded. The field service representative inspected the instrument and found no abnormalities. He proactively replaced and adjusted the gear pump head, proactively replaced and adjusted needles, checked fill levels, and performed tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. A serum sample was collected from a patient undergoing eltrombopag therapy. The sample was coffee-brown in color. The initial result was approximately 120 umol/l. The customer alleged that the c 502 analyzer failed to detect the sample discoloration, and the clinic was advised to request creatinine results using a blood gas analyzer. The sample was repeated on an unknown blood gas analyzer, resulting in a creatinine value of approximately 160 umol/l.

Manufacturer narrative:
The investigation excluded eltrombopag as a direct chemical interferent for enzymatic creatinine at concentrations up to 500 mol/l. The drug itself does not react with the assay reagents. No significant interference was found for creatinine. The investigation determined the discrepancy was consistent with the physical/spectral properties of the discolored sample, which interfered with the photometer's light absorbance at the specific wavelengths used for the enzymatic creatinine reaction. The investigation also found the issue consistent with intermittent hardware performance issues, which could have affected the consistency of the sample aspiration or the efficiency of the cuvette rinsing for this specific, highly pigmented specimen. Further investigation and root cause analysis were not possible because the sample was not available for testing/investigation. The investigation did not identify a product problem.